Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received for another complaint ((B)(4)), while removing a malpositioned cup a piece of the moreland chisel broke up. X-rays were done, but the metal piece was unable to be removed from the patient.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required product code and lot code was not provided. Patient medical records were reviewed and from a medical perspective, based on the information available, it was not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.